Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated. The field service engineer (fse) found that the sample probe was sticking. The fse fixed it and performed a water volume adjustment. Qc was performed successfully. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 assay results for a patient sample tested on a cobas 4000 c311 stand alone system. The initial result was 0.3 g/l (accompanied by a data flag). The repeat result was 71.4 g/l (accompanied by a data flag). The customer suspects possible interference.